Manufacturer narrative:
Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Information received from an affiliate indicated that a 2.5mm x 23mm cypher select+ balloon ruptured at 8atm during a stenting procedure. The target lesion was the posterior descending branch, which was described as de novo, non-calcified and 90% stenosed. The reference vessel was slightly tortuous. Ivus was conducted, and the 2.5 x 23mm cypher select+ was delivered to the target lesion with some friction for direct stenting. When the cypher select+ was inflated at 8atm, the balloon ruptured. The balloon rupture was confirmed by back-flow of blood into the inflation device. The stent delivery system was retrieved from the patient and post-dilation was conducted with a lacrosse balloon catheter to further dilate the cypher select+ stent. The procedure was completed successfully with no reported patient injury. The physician did not indicate any anomalies prior to use. The physician's comment: there was a bms (vision) implanted at the distal right coronary artery (rca) and the vessel was highly flexed. The balloon of the cypher select+ may have been damaged when it was being delivered through the distal rca. The reported customer complaint of balloon burst was confirmed through failure analysis. The exact cause of the failure could not be determined, however review of the information provided and the analysis suggests that passing the stent through another stent and not pre-dilating the lesion as well as vessel/lesion characteristics (highly flexed and 90% stenosed) may have contributed to the reported event. There is nothing in the failure analysis to indicate a design or manufacturing related issue, therefore no corrective action is needed. One non sterile cypher select+ 2.5 x 23 mm was received coiled in two plastic bags. Blood residues were observed in the balloon. The stent was not received. No other anomalies could be seen by the unaided eye. When inflation was being performed to the catheter a leakage was observed near the proximal side of the balloon. Microscopic analysis showed an 11mm axial balloon burst located at 15mm from the proximal tip, but that the sample exhibited no evidence of internal or external surface material damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. No failure initiation site could be determined. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
A cypher select+ balloon ruptured at 8atm during a stenting procedure. The target lesion was the posterior descending branch, which was described as de novo, non-calcified and 90% stenosed. The reference vessel was slightly tortuous. Ivus was conducted, and the 2.5 x 23mm cypher select+ was delivered to the target lesion with some friction for direct stenting. When the cypher select+ was inflated at 8atm, the balloon ruptured. The balloon rupture was confirmed by back-flow of blood into the inflation device. The stent delivery system of the cypher select+ was retrieved from the patient and post-dilation was conducted with a lacrosse balloon catheter to further dilate the cypher select+ stent. The procedure was completed successfully with no reported patient injury. The physician did not indicate any anomalies prior to use. The physician's comment: there was a bms (vision) implanted at the distal right coronary artery (rca) and the vessel was highly flexed. The balloon of the cypher select+ may have been damaged when it was being delivered through the distal rca.

Manufacturer narrative:
Cypher select product (B) (4) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).the product has been returned for analysis, but the analysis has not yet been completed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information will be submitted within 30 days of receipt.